Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr. As reported, during the 1st attempt, upon entering the 29mm sapien 3 ultra resilia valve into the 16fr esheath+, there was resistance noted at the femoral head and the 29mm commander system was unable to be advanced. A tine was seen "bowing" on fluoroscopy and at this point the system and sheath was removed as a unit. The delivery system did and valve did not exit the tip of the sheath. The sheath had a visible what appeared to be a perforation with a strut just at the beginning of the blue portion. A new 16fr esheath+/29mm commander/29mm s3ur valve were prepped in standard fashion and implanted. On the second attempt there was a little resistance but delivery system was able to track and procedure completed. On removal of the second sheath the tip was noted to be torn. Per the field clinical specialist, the damage was consistent with sheath distal tip damage. There was no withdraw difficulty noted. Angiogram after implant showed no vascular injury per the interventional cardiologist. The original commander/ sheath/ valve system will be returned; the second sheath will also be returned. The perceived root cause of the event was unknown but possibly calcium/vessel tortuosity.